Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl with lm system. The customer stated that tnih quality control for lot fb3078 was outside of laboratory ranges at the time of the event. The calibration was also unacceptable. However, the customer accepted the calibration and processed these patient samples. The customer also replaced the sample probe and recalibrated lot fb3078. Quality control for alternate lot fa2284 was within laboratory ranges at the time of reprocessing the samples. Siemens is investigating the event. MDR 2517506-2022-00197 is filed for the same event.

Event description:
A falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl with lm system. The result was reported to the physician(s), who questioned the result. The same sample was reprocessed with an alternate lot of the tnih assay and a lower result was obtained. The repeat result was reported, as the correct result, to the physicians. The same sample was also processed on a non-siemens system and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Additional information (09-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The issue was the loci high sensitivity troponin I (tnih) reagent lot fb3078 had an unacceptable calibration accepted by the operator. The operator entered the bottle value of 2750 ng/l for the level 5 calibrator instead of the 27500 ng/l that was listed in the instructions for use for the tnih calibrator lot 2cd005. This caused the shift in recovery that produced the out of range quality control and discordant patient results. The issue was resolved when the siemens remote services center representative assisted the customer in updating the manual entry error and recalibrated the tnih assay. A potential product problem was not identified with the loci high-sensitivity troponin I assay or the dimension exl with lm system. The cause of the event was due to an operator error. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00198 was filed 19-jul-2022. Initial MDR 2517506-2022-00197 was filed for the same event on 19-jul-2022. MDR supplemental 2517506-2022-00197 supplement 1 is filed for the same event.